Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that the pim and safety disk were contaminated with blood. The system was showing error 124 representing "sustained invalid pressure data value" in the fault log. The fse replaced the pneumatic module assembly (0997-00-1178) and safety disk (0202-00-0140). The upper panel assembly (0997-00-0644) was replaced because the fiber-optic door was broken. The fse completed a preventive maintenance (pm). All function checks passed. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) device did not autofill. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.